Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer had treated their blood glucose with the insulin pen. It was also found the customer had dry mouth and felt high due to their high blood glucose. Troubleshooting found the insulin pump had incorrect time and date. It was also found the customer did not have bent cannula after removing their infusion set. Customer also had an auto off alert and a no delivery alarm in their alarm history. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.